Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reoccurred, which the customer acknowledged and understood.